Manufacturer narrative:
(B)(4). Patient was reported to be a dog. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported alarm. A service history review revealed that the device has not been serviced prior to this event. The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an occlusion alarm. The customer did not have any specifics about the type of occlusion alarm that occurred. The alarm occurred during infusion of plasma lite a IV fluids, approximately 10 minutes into surgery; the infusion rate was 150ml/hr. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.